Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and multiple splits with cracking were observed in the catheter body proximal to the suture wing. Discoloring of the catheter body and suture wing along with the printing worn off is visible. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques, or a non-compatible chemical may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, during use of the PICC for infusion of sol, physiology there was leakage of liquid. Carried out a verified verification of the device showed fissuring between the cone of the fins and the zero point of the PICC. It was necessary to proceed with PICC replacement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during use of the PICC for infusion of sol, physiology there was leakage of liquid. Carried out a verified verification of the device showed fissuring between the cone of the fins and the zero point of the PICC. It was necessary to proceed with PICC replacement. No other information was provided.